Event description:
It was reported on 04/26/2000 that, "a patient had an iol implant and developed anterior uveitis and was being treated with steroids." An adverse reaction report was not completed by the reporting physician and therefore no other details are known. Follow-up was made to doctor on three additional occasions following the initial contact.